Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and a used sample in a plastic bag was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that while being retracted after draw the blood shot out through the needle with a bd vacutainer® push button blood collection set. This occurred on 3 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (1 of 2). It was stated that when the push button blood collection set was activated the needle retracted and blood shot out through the needle end getting on phlebotomist cloths.

Manufacturer narrative:
Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while being retracted after draw the blood shot out through the needle with a bd vacutainer® push button blood collection set. This occurred on 3 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (1 of 2). It was stated that when the push button blood collection set was activated the needle retracted and blood shot out through the needle end getting on phlebotomist cloths.